Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image loss related to handling of the cable that was twisted many times during an unspecified procedure involving an olympus autoclavable camera head. The procedure was completed with the same device. There was no patient injury reported.